Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread is getting spliced very easily. All medwatch submissions related to this report are: 3003639970-2017-00430, 3003639970-2017-00431, 3003639970-2017-00432.

Manufacturer narrative:
Samples received: 1 open racepack. Analysis and results: there is one previous complaint of this batch regarding other issue. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one open and unused sample with the thread still wound on the pack. Taking into account that no other customer complaints have been received concerning this issue for this batch or products manufactured with the same thread raw material, we consider that this is an isolated unit. Final conclusion: taking into account that the open and unused sample received has a part of the thread surface damaged, we consider that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.